Event description:
It was reported that when the nurse was prepping the ultra stent delivery system (sds) in the patient, at the lesion site, there was bleedback so the sds was not inflated and it was removed from the patient. Another ultra sds of the same size was used successfully. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood and contrast visible in the inflation lumen and balloon, consistent with preparation and a leak while in the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The hypotube was kinked at the distal end of the strain relief tubing. The hypotube was bent 5 and 19 cm proximal to the hypotube. There were multiple bends in the full length of the distal shaft. Since this damage was not reported in the incident information, the kinks and bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. A new indeflator filled with water was used to pressurize the stent delivery system (sds). Fluid leaked out of the soft tip then the guide wire exit notch. The distal shaft was cut to separate the inner member from the outer member. There was a hole in the inner member 0.5 mm distal to the distal balloon marker. The hole was about 0.5 mm in length. The inner member was scratched longitudinally then pushed out, but not torn, 1 mm proximal to the distal marker. Factors that may contribute to a tear in the inner member include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the guide wire. To help ensure that this damage is not the result of manufacturing, all products are visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. In this case, there was no damage noted during the inspection prior to use which suggests that the inner member was not previously damaged. It is likely that the guide wire interacted with the inner member during backloading, resulting in the noted tear in the inner member. It was reported the sds was prepared for use inside of the patient anatomy. It should be noted the ultra instructions for use state to prepare the device for use outside of the patient anatomy. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for leaks or tears in the shaft for this lot. There is no indication of a lot specific product quality deficiency. The noted tear in the inner member appears to be related to the operational context of the procedure.